Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified, the patient's blood glucose reading was as high as 436 mg/dl with nausea and moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal settings by health care provider. Reportedly, there was an inaccurate delivery issue with the pump. Review of basal deliveries found that basal history did not match the active basal program. Trouble shooting was unable to resolve the reported basal delivery discrepancy issue.this complaint is being reported because the patient experienced severe hyperglycemia related to an inaccurate delivery issue of unknown causes.